Event description:
It was reported to the manufacturer that a vns pt died. Additional info has been requested from the psychiatrist, but at this time, the cause of death and relationship of the pt's death to vns therapy is unk. Good faith attempts to obtain additional info have been unsuccessful to date.